Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. The unit was received with normal operating currents. There were no unexpected off no power or low battery alarms. The following physical damage was noted: missing address/serial number label, missing end cap sticker,cracked casing at a display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 502 mg/dl. Prior to the hospitalization, the customer had been having issues with high blood glucose for a week. The hospital staff stated that there may have been an issue with the insulin pump. The end cap sticker came off. Troubleshooting was declined. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.